Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that while trying to clip the artery, the clip applier misfed. Another er320 was opened and used to complete the case. The gasket of the 1seal tore and was replaced with another 1seal. There was no consequence to the pt.